Manufacturer narrative:
Product event summary: performance data regarding the lead was received and analyzed. Analysis revealed that the right ventricular (rv) lead was oversensing as there was a ventricular non-sustained episode equal to 163 milliseconds on (B)(6) 2013. There were also two ventricular fibrillation episodes less than or equal to 180 milliseconds per average v-cycle on (B)(6) 2012. Additionally, five lead failure predictor high rate events less than or equal to 215 milliseconds per average v-cycle occurred between (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and noise was seen on the patient's electrogram. It was also reported that lead insulation damage is suspected. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).